Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results leading to pump not administering insulin. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat due to unspecified symptoms and required insulin (dose/type unknown) administration provided by the caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.